Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.